Event description:
The customer reported that when an attempt is made to secure the lock shut, the lock would not close when applying to the patient. The customer did not provide the date that this occurred on. There was no patient or personnel injury reported.

Manufacturer narrative:
The product has been requested to be returned but has not been received. Note: the instructions for use state: check that the lock "clicks" shut. If a lock is not completely closed, it can pop open. Before leaving the patient's side, test the lock by trying to open it without the key. (B)(4).